Manufacturer narrative:
To date, information suggests that this pacemaker and rv non-bsc lead remain actively in service. If new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared [ern, ert, or eol] earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this pacemaker may have depleted prematurely, possibly as a result of the non-bsc transvenous right ventricular (rv) lead issue, also noted. The boston scientific technical services consultant discussed that battery depletion may've been the result of the device going into retry frequently, due to the known rv lead issue. Troubleshooting via re-programming was discussed. The patient was noted as having the medical condition of neurocardiogenic syncope, but not as a result of pacemaker or lead performance. Rv pace impedance had been decreasing since implant about six years prior and was currently at about 230 ohms pace impedance.